Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Possible causes of the vad stop may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, pump failure. An internal investigation was created to further investigate failures of the pump to restart. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the patient had fall at home with loss of consciousness. The emergency medical services, (ems) responded and the ventricular assist device (vad) stopped. The controller was exchanged and the pump did not restart. The ventricular assist device (vad) was decommissioned and the patient subsequently expired. The ventricular assist device (vad) remains in patient. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.